Event description:
The recipient reportedly experienced a dislodged magnet and pain, erythema, and an edema following an MRI. The bandaging protocol was reportedly followed. The recipient's magnet was pushed back into place without surgical intervention. The recipients pain resolved, and the area has healed, however, the physician recommended the recipient cease device use for one week. The recipient resumed device use after a week, and is reportedly experiencing sound quality issues.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient has fully recovered and is doing well with device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Programming adjustments were made and improvement was noted. The erythema under the magnet site has improved after reducing magnet strength, however, the recipient was advised to limit processor use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.